Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was no product issue.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the hcp confirmed that there was no device issue. An external adjudication committee assessed this event as possibly related to the programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional for a clinical study reported, via a manufacturing representative, psychotic episodes since (B)(6) 2014. The patient felt confused and anxious at times and was hospitalized for 3 days. The event was serious and possibly related to programming. Trileptal dosage was ¿lowered, entire system on (B)(6) 2014.¿ no surgical interventions occurred and the event resolved without sequelae on (B)(6) 2015. Medical history included epilepsy surgery in 1997 and 2004.